Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext serial# unknown: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent intraoperative troubleshooting, testing of the electrodes, extensions, and ipg. No impedance deviations were detected intraoperatively, and no defects were visible on the implants. Contact points were opened, cleaned, and reconnected. According to the physician, there were no further sensations after that.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a sudden loss of therapy during a normal day. They had no symptom control with a sensation of current in their right neck to the back of their head along the extension. The implantable neurostimulator (ins) could be switched on again with the hand held device and recurrent sensation of current at the known location with short term loss of symptoms control. They had shorter charging intervals. They did impedance measurements and the current feeling couldn't be provoked. There were no visible issues nor charging/tactile problems. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext, serial# unknown, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the physician tablet was replaced and patient data was gone so the information could not be gathered.